Manufacturer narrative:
The event of foreign body reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "that their implants rejected in a previous augmentation."

Event description:
Patient reported "that their implants rejected in a previous augmentation." This is for the left side device. The device remains implanted.